Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer proceeds to remove the sensors and noticed the cannula was smaller. The customer blood glucose level was 220 mg/dl. The customer was assisted with troubleshooting. Customer stated that the inserted needle was hard to remove and gets sensor glucose that were incorrect, sensor glucose value were off by 100 points. The device will not be returned for analysis.